Event description:
It was reported that the patient felt ¿severe numbness down her legs that started in april of this year. The patient felt like she had ¿ice down her veins down to her feet, her feet didn¿t appear cold but felt that way.¿ the patient began reporting numbness in her arms which started about a month prior to the initial report. The patient spoke with her doctor about the situation and he believed it ¿may be a granuloma.¿ the sleeping was difficult, the patient felt like it was difficult to walk, like she was walking on egg shells. The patient was getting worse. When she was in a sitting position she felt everything get numb. The patient had a cervical MRI (magnetic resonance imaging) done ¿recently.¿ she went to the pump managing physician the previous wednesday for ¿a shot¿ which wasn¿t effective, the type of injection and location was not reported. She had an emg (electromyography) in (B)(6); the area tested was not reported, nor were the results. The patient had spinal fusion ¿many years ago.¿ the patient was going to have a lumbar MRI the same day as the initial report, at the request of the managing physician, to determine if there was a granuloma. She also noted that she had an appointment with her pump managing physician in 2 -3 weeks but was hoping to see the doctor sooner to learn the results of the MRI. It was noted that at the time of the initial report, the device system was used to infuse fentanyl and clonidine. It was not reported when those medications were initiated. It was also noted that initially, the medication infused by the system was morphine and then dilaudid and then bupivacaine, but there were not dates reported for the initiation or discontinuation of any of the drug therapies. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The patient later reported they did not have concerns with their device or therapy.